Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed no audio output on (B)(6) 2014. Dexcom technical support followed up with the patient multiple times to collect additional information but were unable to reach the patient. At the time of the call to dexcom technical support, no medical intervention or injuries were reported.